Event description:
It was reported that the asymptomatic patient presented at the emergency room after receiving a vibratory alert from their implantable cardiac defibrillator (ICD). It was noted that the ICD was in back up vvi. The cause of the backup vvi was determined to be event queue overflow. A device restoration was completed successfully. There were no patient consequences.